Event description:
Pmt received a medwatch on (B)(4) 2010. Pmt immediately opened a complaint on the incident and contact the sales representative to gather information on the return of the product for investigation purposes. Per information gathered from the customer, the expander was implanted on (B)(6) 2010, and the expander started leaking in the beginning of (B)(6). The expander was explanted on (B)(6) 2010 and a replacement expander was implanted on (B)(6) 2010. As stated by the customer the following was indicated on the medwatch. The patient was admitted to the hospital for removal and replacement of pmt breast expander. The surgeon noticed that there was a 5mm plate noted at the fold of the implant which had been manufactured for the implant. The pmt corporation was notified by phone of this event on (B)(4) 2010 and the company representative made arrangement for pickup of the explanted prosthesis for (B)(4) 2010.

Manufacturer narrative:
The 5mm plate that was noted in the medwatch was not returned with the product nor does or has pmt manufactured any type of plate to be used with a pmt tissue expander. It is unknown if the plate that was used caused the cut or not as no investigation could be done with the plate.